Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the tissue pad was significantly worn. Although we could not identify the root cause, the defect was likely caused by repeated use, external factors, or handling. A mark was found in the grasping section where it contacted and abraded against the probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was identified that the tissue pad on the sonicbeat device was found to be severely worn. No patients were involved.